Event description:
It was reported that this right ventricular (rv) lead exhibited low within range pacing impedance measurements. Therefore, the patient with this rv lead underwent a lead revision procedure. During the procedure, the physician discovered that the lead had been fracture due to the suture sleeves being overly tight, which caused them to cut into the lead. This rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.